Event description:
It was reported two years post implant of a realize adjustable band, the patient experienced a band slippage. The band slippage was detected on endoscopy. The surgeon used two imbrications sutures during implantation. Patient is doing well.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis.